Event description:
It was reported that the patients lead moved and was rubbing on scar tissue causing pain. The patient underwent a revision procedure where the lead was repositioned, and the implantable pulse generator (ipg) was replaced and moved to the opposite side of the flank. The patient was doing well postoperatively. The explanted device was discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial:(B)(6). Batch: 572735.